Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain 1 of 5 of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient disconnected in the drain and then reconnected. The technical service representative (tsr) had the caregiver (cg) close the transfer set and cycle the power. The hc alarmed with se 2367 (fail safe shutdown). The tsr had the cg turn off the hc and close all of the clamps. The tsr explained the alarms and how to properly disconnect during therapy. The cg turned the hc on. The hc went to press go to start. The tsr instructed the cg to disconnect the patient the aseptic way. The tsr instructed the cg to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The patient disconnected without using proper procedures, then reconnected. This is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.